Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported for an ablation procedure unrelated to the device. It was noted that the atrial lead had dislodged and there was no capture. The lead was successfully extracted and replaced with no complications. The patient was stable throughout the procedure.